Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker, right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing. Programming changes were made to the pacemaker, rv lead and ra lead to address the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The cause of reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received indicates that the patient's right atrial (ra) lead was explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.